Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged extension tube was confirmed and the cause appears to be use related. The product returned for evaluation was one triple lumen powertrialysis dialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed in the purple-luered extension tube near the luer adapter. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. Gross, microscopic and functional evaluation of the returned device segment did not reveal any additional damage or defect. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a nurse found that the third rumen extention tube was broken when she came to the patient for nurse call. The issue was allegedly occurred during infusion of acetated ringer's solution. The distal segment of the catheter was discarded at the facility, and only the proximal segment was returned for investigation. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a nurse found that the third rumen extension tube was broken when she came to the patient for nurse call. The issue was allegedly occurred during infusion of acetated ringer's solution. The distal segment of the catheter was discarded at the facility, and only the proximal segment was returned for investigation. There was no reported patient injury.